Event description:
Md notes: patient had a biventricular pacemaker implanted in 7 years ago and this was sub-graded to include an ICD 4 years ago, utilizing a fidelis lead. The patient was recently in montana when he began to hear beeping noises admitting from his ICD unit. It was interrogated and he was told that he had reached electric replacement indicator on the device. The patient also noted to have a recalled fidelis electrode and is requesting the removal of this lead. Finally, the patient would benefit from implantation of an atrial electrode to assist with cardiac output and dysrhythmia discrimination. At the present time, he has a single lead system (medtronic 7304). The operative note indicates the following regarding the fidelis lead: "this lead although recalled had not been problematic for the patient. It was his firm request that this lead to be removed. The active fixation device was withdrawn. Using constant general traction under fluoroscopic control, we were able to remove the lead in its entirety. Examination of the lead showed no abnormalities to visual inspection." Note: the ICD and fidelis lead were implanted 4 years ago, not at this facility. We do not have an implant data sheet from that event.